Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of a y-type blood/solution set. This was identified during patient infusion. It was further reported that approximately 1/3 of the volume was observed in bag of blood after 3 hours of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.